Event description:
A user facility biomedical technician (bmt) reported a damaged power plug. The bmt stated the black wire was damaged and needed the part number for the power cord assembly. A photo was provided. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). The reported event was confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.

Event description:
A user facility biomedical technician (bmt) reported a damaged power plug. The bmt stated the black wire was damaged and needed the part number for the power cord assembly. A photo was provided. Upon follow-up, the bmt said the machine had been repaired. The bmt replaced the power supply cable that had a plug with visual damage (described as burnt/melted). The damage was identified during regular maintenance. The bmt said this was not the original power supply cable on the machine - it had previously been replaced on an unknown date. There was no burning smell noticed. Additionally, there were no signs of smoke, sparks, or flames. The bmt said that the damage was likely identified well after it occurred. No additional information was able to be provided. No sample was available for evaluation.

Manufacturer narrative:
Additional information: b5, h6 - medical device problem code.

Event description:
A user facility biomedical technician (bmt) reported a damaged power plug. The bmt stated the black wire was damaged and needed the part number for the power cord assembly. A photo was provided. Upon follow-up, the bmt said the machine had been repaired. The bmt replaced the power supply cable that had a plug with visual damage (described as burnt/melted). The damage was identified during regular maintenance. The bmt said this was not the original power supply cable on the machine - it had previously been replaced on an unknown date. There was no burning smell noticed. Additionally, there were no signs of smoke, sparks, or flames. The bmt said that the damage was likely identified well after it occurred. No additional information was able to be provided. No sample was available for evaluation.